Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The event involving the maxi move lift and clip sling (unknown details) was reported by the health and safety manager (customer representative). It was first reported that the lift brakes were faulty and that an incident with a resident had occurred as a result. At the time of the site visit, it was clarified that the resident fell from the lift during a transfer. The "sling buckle" at the head end came undone, causing the resident to slip out of the sling and fall. During the fall, the resident struck the left side of their head and subsequently vomited. The resident was taken to hospital, where diagnostic imaging was performed. The scan results were reported as ¿all clear,¿ and no further clinical complications have been reported. The lift was inspected by an arjo service technician. No faults were found that could be related to the reported incident. The initial allegation regarding faulty lift brakes could not be confirmed.